Event description:
Pump 2 of this dual channel pump. Pt returned from cath lab and IV fluids had not infused. Pump with no alarms noted. IV claim appropriate for volume to be infused, but bag was still full. Medication to have been infused was reo-pro. Heparin bolus given and reo-pro started. New IV set and new pump. Pt had chest pain and was returned to cath lab same day. Pt at high risk for closure of the artery before the reo pro started. Ptca performed. IV nitroglycerin infusing; stent later placed. Discharged 11/8/96 in good condition. Biomed checked pump on 11/7/96 and found no problem.